Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber broke during a procedure". The procedure was completed with a "turp", an alternate procedure. Patient outcome: "ok".

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-601a-(B)(4): the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
The fiber was used @ 115,357 joules and 12:05 minutes of use. The fiber was not cleaned during the procedure.